Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating there was suspicion that this connective warming device exhibited an electric leak. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical level 1® equator® convective warming device was returned to smiths medical japan for analysis and repair of device. Leakage was reported and confirmed to be due to the heater. Based on the evidence per japan report, damage was done to the heater wires during manufacturing or at supplier; causing current leakage. However, the root cause is unknown as device was not investigated at manufacturing site; inability to determine complaint. The device was repaired and returned to customer.